Event description:
Intuitive permanent cautery hook part # 470183, the cauterize function stopped working during use while inside the patient, cord was replaced with no change, new hook was opened and installed and the cautery on the new hook was working leaving the problem to be the original hook.